Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported no complaint against the right side device. No treatment specified. Patient later reported rupture confirmed by MRI and exchange from textured to smooth due to patients concerns with the product. Healthcare professional reported rupture. Healthcare professional reported via operative report capsular contracture baker grade unknown, pain and deformity. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, no complaint against the right side device. No treatment specified. Patient later reported, rupture. Confirmed, by MRI. And exchange from textured to smooth, due to patients concerns with the product. Rupture confirmed, by healthcare professional. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d6b, h6

Event description:
Device has been explanted and replaced.

Event description:
Patient reported no complaint against the right side device. No treatment specified. Patient later reported rupture confirmed by MRI and exchange from textured to smooth due to patient's concerns with the product. Healthcare professional additionally reported rupture. Healthcare professional later reported via operative report capsular contracture baker grade unknown, pain and deformity. Healthcare professional additionally reported capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observe broken on anterior side assessed as fold flaw opening. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ visibility/palpability: unable to observe as it is not related to the device. As per the investigation procedure, the missing shell, wear abrasion, non-penetrating nicks, particles and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.